Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. Pump had cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading prior to the blank display was 40 mg/dl. Customer declined to troubleshoot for low blood glucose levels. Customer treated with food. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.